Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint was returned to zoll on 20 nov 2019 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position). The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of the autopulse platform (B)(4) displaying user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive review. Root cause was due to seized brake gap cause by corrosion at the brake housing area likely due to humidity. There was no physical damage observed on the returned autopulse platform during visual inspection. The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake assembly due to and corrosion. After the brake housing was cleaned, the platform was further functionally tested and passed specification. During archive data review, multiple ua 16 error messages were observed on the date the event occurred. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).